Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image occasionally flickers. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the occasional blackouts, was due to repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector, affecting image output. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name initial reporter establishment name: (B)(6).the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the broncho videoscope exhibited occasional blackouts. The issue occurred during set up or inspection for use. There were no reports of patient harm.